Event description:
Report rec'd on an incident involving a triple lumen catheter where the hub of the middle port detached resulting in blood loss. The incident occurred on the medical intensive care unit. The pt was with respiratory failure. The pt was receiving an unspecified IV solution through the port when the incident occurred. It was reported that the nurse discovered the incident right away and clamped off the lumen. The reporter stated that there was a minimal amount of blood loss from the port. The triple lumen catheter was removed and a peripheral line was inserted. There was no report of adverse sequelae. Although requested, no add'l info was available.